Event description:
It was reported that there was no adequate way of measuring an exact dosage of cardioplegia delivered. The secondary monitor screen was blank. During start up, the screen lights up then goes off. This is the screen that gives time and amount of cardioplegia delivered to the patient. Treatment was delayed approximately ten minutes while the perfusionist tried to troubleshoot. There was no patient or user injury reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when additional information becomes available.